Event description:
It was reported that the hi pressure and helium leak alarms were noted on the pump after the iab had been in use for 17 hrs. The iab was removed and replaced with a competitor's intra-aortic balloon. The pt died of complications unrelated to this incident.